Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels were not provided. It was reported by the patient that the controller was stuck on loading screen 19 of 29, therefore she was unable to deliver insulin with the omnipod system. The patient did not provide any symptoms, treatment or duration of the hospitalization. Multiple follow ups were attempted but no new information was provided.